Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. Device also passed tone check and vibrate check. No pump error 63 noted during testing or in the formatted history file. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device communicated properly with the glucose sensor simulator and the guardian link transmitter. No pump/sensor communication anomaly or calibration anomaly noted. The alert on low alarm with audio alert functions properly during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, faded/stained serial number label, stained keypad overlay and pillowing keypad overlay.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the customer got hospitalized due to low blood glucose on with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller stated the customer went low as the pump did not alert the customer. No further information was obtained as the customer could not be reached back. The insulin pump will not be returned for analysis.